Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).the reported inability to tighten the set screw was not confirmed in the laboratory. The device was tested on the bench and test leads were inserted and properly secured. The cause of the field event could not be determined.

Event description:
It was reported that during the implant procedure, the lead was inserted into the device connector and the setscrew was tightened down. When a tug test was performed, the lead easily came out. The device was replaced and there were no further issues. The patients condition was stable during and after the procedure.